Event description:
It was reported that after a dexcom g7 continuous glucose monitor (cgm) sensor was applied, the ilet bionic pancreas experienced repeated signal loss, resulting in intermittent communication between the cgm and the ilet; during the troubleshooting the sensor reconnected, and the issue was characterized as intermittent communication failure related to the electrical and magnetic subsystem, specifically the antenna. The user experienced a blood glucose peak of 244 mg/dl with no adverse clinical symptoms reported. Outcomes included temporary loss of automated insulin delivery with no health consequences or impact. User support included communication and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.